Manufacturer narrative:
Article citation: purgert, robert et. Al, "outcomes of ab interno versus ab externo xen gel stent implantation." No contact was provided for author so allergan is unable to gather further information about the events at this time. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A company representative noted a poster containing details of the article "outcomes of ab interno versus ab externo xen gel stent implantation" which noted the serious adverse event of 9 of the eyes failed treatment with xen and had elevated iop requiring further glaucoma surgery in patients with xen 45 gel stents.